Manufacturer narrative:
Investigation summary: bd received photograph showing a tube with a missing cap. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The root cause for this defect is a timing issue on the closure placement equipment. This type of defect is understood to be a transient issue affecting relatively few tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the device experienced missing component of product, and sterility issues. The following information was provided by the initial reporter. The customer stated: 1 cap missing.